Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used to treat a bleed in the duodenal bulb on (B)(6), 2011. According to the complainant, during the procedure, the resolution ii clip was closed down on the mucosa, deployed, and then when the physician pulled back on the device, the clip was closed and still connected to the delivery catheter but no longer attached to tissue. The device was removed from the patient and the procedure was successfully completed with another resolution ii clip. There were no patient complications as a result of this event. The patient was reported to be okay post procedure.

Manufacturer narrative:
Patient is over 18 years old. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.